Event description:
The customer reported that during a procedure the system displayed a communication error message and was in continuous fluoroscopy mode. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connection on the power signal interface board was reseated which increased the voltage on the high voltage printed circuit board. The system was tested and found to be working as intended and put back into service.